Event description:
It was reported to philips that ippc disks failure caused system downtime and no image retrieval on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software, formatted the disks, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).